Event description:
It was reported stent damage occurred. During an unspecified time during a percutaneous transluminal coronary angioplasty procedure, it was noted that a 3.0x32mm taxus liberte stent was damaged. No patient complications were reported and the procedure was completed with another same device.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the stent was returned severely damaged and stretched. One side of the stent appeared bunched up with fibrous fm and a residue of human tissue/ blood attached. The other side of the stent remained unexpanded. This damage is consistent with stent dislodgement inside the patient prior to deployment. The excessive stretching of the stent may have occurred during removal from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
It was reported stent damage occurred. During an unspecified time during a percutaneous transluminal coronary angioplasty procedure, it was noted that a 3.0x32mm taxus liberte stent was damaged. No patient complications were reported and the procedure was completed with another same device.